Event description:
Noise was reported on atrial channel of dx lead. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
4/23/2020 - it was reported that noise on this lead may be progressing to rv wire with lead. Full evaluation will be performed. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On (B)(6) 2020 - it was reported that noise on this lead may be progressing to rv wire with lead. Full evaluation will be performed. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated. Upon receipt, the lead under complaint was found cut approx. 12.5 cm distal to the is-1 connector pin. A proximal and medial fragment were received for analysis. The medial fragment was found missing. An extraction aid was found inside the lead body of the distal fragment. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis showed multiple abrasion marks along the distal lead fragment. In particular from 13.5 cm to 13 cm and from 8.5 cm to 7.5 cm proximal to the lead tip the insulation was found rubbed through, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.